Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s implantable cardiac monitor was noted to report false pause episodes due to undersensing. No patient symptoms were reported. The device was reprogrammed. The patient was fine.